Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the top display assembly and associated labels, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) screen went black. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person). The removed display , 12.1¿ lcd, xga was returned to the failure analysis and testing department for investigation. Performed visual inspection of parts received and parts appeared to be in good condition. Installed the display, 12.1¿ lcd, xga into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing (fat) dept. Could not verify the failure of upper display not working. Display passed testing. Retaining the display, 12.1¿ lcd, xga in the fat dept. As per procedure.

Event description:
N/a.